Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received critical pump error. The customer¿s blood glucose level at the time of incident was 136 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify critical pump error due to display anomaly.